Manufacturer narrative:
The investigation stated the cobas e flow test consists of a pre-defined group of measured tests (embedded tests). These tests are combined into a sequence connected by a decision-making algorithm. The analyzer will compute a final result (main test) out of the measured/embedded tests and will send all results to the middleware or laboratory information system. The investigation discovered when receiving cobas e flow tests from the instrument, one or more embedded tests could contain an empty result. In the cobas infinity, it's possible to assign the desired value to those empty results. The customer's configuration was reviewed and the general parameter was set to "???." As a result of this configuration, when the cobas infinity received empty results, the cobas® infinity converts the empty values to "???." Moreover, the results for the cobas e flow tests "automatic result for repetitions," were changed from "no result" to "0," which was a value that could be interpreted as a valid result (positive) in the customer¿s lis. The investigation verified the issue was related to a software issue within the cobas infinity. The cobas infinity considered the received empty values incorrectly as "new results," which triggered a repetition of all tests that had an "automatic result for repetitions."

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter stated the cobas infinity core software has sent incorrect results to the customer's laboratory information system. The reporter stated a patient's (B)(6)result on the cobas 8000 modular analyzer series and data manager would be (B)(6). However, when the cobas infinity core software sends the result message to the customer's laboratory information system, the patient's (B)(6) result is (B)(6). The reporter confirmed no questionable results were reported outside the laboratory.